Manufacturer narrative:
Na

Event description:
It was reported that the patient presented in clinic with an atrial lead impedance of 1500 ohms. Noise was observed on the atrial channel when the patient moved his arm. The noise was sensed and the device entered a mode switch. The pacing mode was programmed from dddr to vvir to eliminate atrial sensing and pacing, as the patient was not pacemaker dependent.

Event description:
New information notes the lead was explanted on (B)(6) 2013.